Event description:
It was reported that the customer was experiencing high blood glucose. The customer noticed fluid in his pocket and a smell like insulin. The infusion set was changed and when the reservoir was removed, it was found insulin in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.